Event description:
Procedure: lap gastric bypass. According to the reporter, when the stapler was fired it was pushing tissue rather than cutting the tissue. Also, the staples did not form into proper b shapes as they were open legged and flattened. The surgeon had to narrow the gastric pouch, and the stomach remnant for which he used a new stapler.